Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. The cause of the auxiliary water channel clogged with foreign material could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to the failure of the imaging unit, the screen went black and no image was displayed. Due to the loose insertion tube, there was rattling at the connection between the insertion tube and the operation part. The adhesive of the bending section cover was missing. Scratches on the light guide cover was noted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported, the endoeye flex deflectable videoscope displayed no image. There were no reports of patient harm associated with event.